Manufacturer narrative:
Device evaluated by MFR: the innova was returned for analysis. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. An inner sheath kink was noted approximately 35mm proximal from the distal tip. The device was received with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A break was noted in the pull grip handle. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified right femoral artery access to right superficial femoral artery via antegrade approach. The vessel length was approximately 120mm. A 6.0 x 150 x 150 ranger balloon catheter was advanced for pre-dilation in the angioplasty procedure. Post angioplasty, it was noted that the lesion had some recoil. Thus, a 7 x 120 x 130 innova vascular was selected for use. Upon deployment, the stent did not look to be 120mm in length. The stent was deployed. The physician decided not to deploy a second stent to cover any portion of the lesion that was missed, since the same ranger was used to post dilate both ends and the area extending beyond the stent. There were no patient complications as a result of this event.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified right femoral artery access to right superficial femoral artery via antegrade approach. The vessel length was approximately 120mm. A 6.0 x 150 x 150 ranger balloon catheter was advanced for pre-dilation in the angioplasty procedure. Post angioplasty, it was noted that the lesion had some recoil. Thus, a 7 x 120 x 130 innova vascular was selected for use. Upon deployment, the stent did not look to be 120mm in length. The stent was deployed. The physician decided not to deploy a second stent to cover any portion of the lesion that was missed, since the same ranger was used to post dilate both ends and the area extending beyond the stent. There were no patient complications as a result of this event.